Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) setscrew fell out during the implant procedure. The lead could not be secured during the procedure, so the consultant turned the screw to attempt to loosen and retighten it, but the screw came out. It was stated that the screw came out of the new ins during the implant procedure and that it could not be put back in. A new ins was opened and used instead. There were no external factors noted that may have led or contributed to the issue. The issue was resolved at the time of report. The patient was alive with no injury at the time of report and no complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.